Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin and the insulin gauge remained static at 105units. The customer's blood glucose level was not impacted. During troubleshooting, the customer reloaded the cartridge successfully and received an accurate fill estimate.